Manufacturer narrative:
This supplemental report is being submitted to inform that this report patient identifier (B)(6), MFR report # 9610595 2022 04623 is a duplicate of the report patient identifier (B)(6) with MFR report # 9610595 2022 04530. Investigation results and final supplemental report will be submitted under this patient identifier (B)(6) with MFR report # 9610595 2022 04530.

Event description:
As reported, during initial inspection of the device, foreign debris was found protruding from the air/water nozzle. The issue found during a service repair for routine maintenance. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device inspection and evaluation has started and is in progress. The device evaluation final and complete report has not yet been received. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.